Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump indicated a data log corruption and the pump battery could not charge. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent. Customer declined to provide back up insulin therapy method.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery charging issue was verified; however, the data error allegation could not be verified.